Event description:
It was reported by service report that the head right side rail would not pull out all the way and was not able to be raised and lock into position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: glide rod.